Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and a decrease in pacing impedance measurements. A revision procedure was performed where the lead was viewed under fluoroscopy and a pericadial effusion from a perforation of the heart wall was observed. The rv lead was repositioned and remains in service. No adverse patient effects were reported.